Event description:
It was reported that during a remote follow up, competitive atrial pacing and far field r-wave oversensing resulting in inappropriate mode switching were noted on the device. Abbott technical support was contacted and recommended reprogramming of the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.